Manufacturer narrative:
We have now concluded our investigation into the complaint reported. The device used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted, all indicator lamps were solidly illuminated and the device did not function. Device performance data showed that the device had ran for over 7 days. With the root cause identified it had reached its 7 days end of life. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a home-care patient came to see a doctor on the 4th day of npwt utilizing a pico 7, it was confirmed the pump was not working and the dressing was not compressed. It is unknown when the device stopped working and if the indicator lamps were flashed. The dressing was exchanged, but the 'dressing full' indicator lamp flashed and the pump did not restart working. The treatment was continued with a backup. No patient harm. No delay was reported. The pump will be returned for investigation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.